Event description:
The reporter stated that he did back to back blood glucose tests and got results of 138 and 89 mg/dl. Tests were done in minutes, using different finger sticks. He did not have any symptoms. Reporter stated that he had been cleaning his meter with control solution. He did not have supplies for control solution testing.